Event description:
The surgeon reported he used vicryl to close the deep layer and monocryl to close subcutaneous layers during cosmetic surgery to remove a left forehead deep cyst. The left forehead was resected in 2/01 under local anesthesia. On second day post-op pt complained of progessive swelling in the forehead and upper eyelids. Over the next two to three days a fine needle aspiration was performed and dark bloody fluid was suctioned out. A pressure dressing was applied and pt was prescribed a po steroid with avclox. The physician reports the aspirated fluid was not cultured. The pt was seen one week later with clinical improvements and good healing of forehead operation site.